Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had off no power alarm. Customer's blood glucose value was 176 mg/dl at the time of the incident. Customer stated customer states they did not receive a low battery alert prior to the off no power alert. The customer was assisted with troubleshooting for off no power error. Customer will not return device for analysis.